Event description:
Boston scientific received information that this right atrial (ra) lead dislodged during the implant procedure after pocket closure. As a result the pocket was opened back up, and the lead was repositioned. The repositioning was successful and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.